Manufacturer narrative:
Please note: this ous cypher select sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. The product is expected to be returned for additional testing. Additional information will be submitted upon 30 days of receipt.

Event description:
When trying to take out a 2.5 x 18mm cypher stent from the package, it was noted that the device was broken.